Event description:
Received information regarding a cartridge alarm 9 during the load process. Customer's blood glucose level was not impacted. Customer indicated that a new cartridge would be installed.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available a supplemental report will be submitted.